Event description:
During the deariation of a dialysis treatment, the arterial blood line separated from the dialyzer connector. There was no pt involvement.

Manufacturer narrative:
The facility sent the affected sample for investigation. Analyzing the arterial dialyzer line it was found that the tubing was inserted in the connector witout solvent, which caused the line to separate from the connector with the presence of the saline during the priming procedure. Based on the sample inspection, and the report description, this was an arterial dialyzer line that came off from the connector, because no solvent was applied to the tubing when bonded to the dialyzer connector. This incidnet was due to operator not following the proper assembly techniques. Components are assembled by hand during the assembly catalog number would have to be due to human error. Safety analysis: an atrial dialyzer line that comes off the connector should be, as in this case, detected during prime, because a saline leak would occur. If the line comes off during dialysis treatment. On the negative pressure side of the blood set, this will likely cause a minor blood leak and primarily air influx since arterial side pulls air into the system. Therefore, air will be detached, pump will stop, alerting the operator and protecting the patient. If the line is on the positive pressure side of the blood tubing set, the likelihood of injury is not high. Follow up action: this incident was reviewed with the operators to remind them of the importances of constant attention when working with operator dependent processes that are subject to human error. The dialyzer lines are made as subassembilies in a separate work station and later moved to the final assembly process to be bonded to the cartridge. These subassemblies are being integrated as part of the final assembly process of the blood sets to have the complete process in one place, improve control ane reduce the possibility of errors. The MFR will continue to monitor and trend. DHR review: a review of the device history record for the suspect lot number indicated no other related complaints. Failure codes: f.code bts19. Qty 1. Customer contacted: no. Sales/service contacted by investigator? No. Training required? Yes.